Event description:
It was reported that the patient had an infection the year prior to this report and ¿almost died.¿ it was noted that the infection was from the metal in the leads. The implantable neurostimulator (ins) was removed in 2009. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 37713, serial# (B)(4), implanted: 2007-(B)(6), product type implantable neurostimulator, product ID 3708240, serial# (B)(4), implanted: 2007-(B)(6), (B)(4).